Event description:
The complainant alleged the nylon ties were leaking. Per independent repair center statement, customer stated low o2 or yellow light. The key failure was nylon ties were leaking for the irc5po2v concentrator. Additional malfunctions were nylon ties sieve beds leaking.